Manufacturer narrative:
Date of event: estimated date. The device(s) is not being returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the proglide device(s) referenced in the article are filed under a separate medwatch report number. Article: large-bore vascular closure: new devices and techniquesna.

Event description:
It was reported through a research article identifying prostar devices that were related to the following outcomes: bleeding; major vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "large-bore vascular closure: new devices and techniques".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a definitive cause for the reported patient effects of vascular injury (tissue injury) and hemorrhage and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1: postal code.